Event description:
Anesthesia machine was alarming as "apnea pressure" and bag was expanding with each breath. Possibly expiratory phase was not completing as intended to and pt was retaining co2. Machine was changed during the procedure and procedure was continued. Event abated after use stopped or dose reduced: yes. Drager/fabius gs.